Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 14 mg/ml dilaudid at 3.5 mg/day via an implantable pump for spinal pain. Additional information was received from a healthcare provider (hcp). It was reported that there was a "fray" in the catheter on (B)(6) 2018. The new pump was programmed to minimum rate mode. There were no further complications reported at this time.

Event description:
Additional information was received from the consumer indicated conflicting information regarding the pump being replaced; it was re ported that the pump was replaced in 2015 due to flipping after the previous pump had also been replaced due to flipping (there were no records of any previous pumps or replacement pumps during this time frame). It was noted that the pump last 4 to 5 years. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump first flipped on (B)(6) 2018. It was reported that because the pump was close to end of life (eol) it was decided to replace the pump after the pocket was revised. It was noted that there was concern that the patient plays with the pump. It was reported that there were no longevity issues with pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump first flipped on (B)(6) 2018. It was reported that because the pump was close to end of life (eol) it was decided to replace the pump after the pocket was revised. It was noted that there was concern that the patient plays with the pump. No further complications have been reported as a result of this event.